Manufacturer narrative:
The reported event that 1 distal lateral femur plate axsos 3 ti for left femur 6 hole / l166mm was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the event details & communication data available it is evident that the axsos system was used for reduction of left periprosthetic femur fracture of the patient from a prior joint replacement surgery. From the operation report provided it is understood that the patient had ¿obvious osteoporic/osteoporotic bone¿. Based on investigation, the root cause could be attributed to patient - patient factor issue. However more detailed information about the complaint event as well as the affected device must be available in order to determine the exact cause of failure. The device inspection was not possible as the device was not returned for investigation. A review of the device history record was not possible as the lot # was not available. A review of the labeling did not indicate any abnormalities. The operative technique & instruction for use was reviewed which instructs that the surgeon must consider particular needs of patient, and that the physician's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. It clearly states various contraindications & conditions which can cause an increased risk of failure such as: compromised bone stock that cannot provide adequate support and/or fixation of the devices or obesity of the patient or any other medical/surgical conditions which would preclude the potential benefit of surgery . The document also gives warnings and precautions related to implant selection and stresses the importance of correct selection of the fracture fixation appliance as failure to use the appropriate appliance for the fracture condition may accelerate clinical failure and may result in loosening, bending, cracking or fracture of the device and/or bone. As per the post-operative instructions related to patient it is suggested that external immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation as in the event of a delay in bone consolidation, or if such consolidation does not take place, complications such as fracture or loosening of the implant or instability of the implant system, may occur. Also it is required that the surgeon must warn patient, that the device does not replicate a normal healthy bone, and that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union. It is required that the surgeon and the patient are both aware that conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. As it is reported in the operation report that the patient had osteoporic bone, this could definitely lead to failure such as breakage in case of failure to choose appropriate device or in absence of sufficient post operative care. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device is not available.

Event description:
It is alleged by the attorney that the patient had a stryker product implanted in her leg on or about (B)(6) 2016. It is further alleged that the implanted device broke and required revision.